Event description:
It was reported that the device was explanted after an implant duration of approximately 18.7 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
No response was received from the surgeon despite repeated attempts by email on 04/24/2009 and on 05/01/2009 for return of product and additional information regarding this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter was requested. This was determined reportable per edwards lifesciences procedures.

Manufacturer narrative:
Device not returned.